Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not draw any conclusions about the reported event: however, there are several complaints for the inserter concluding user error in the manner in which is was used. Without having the inserter to evaluate no observations or conclusions could be made. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When the stem was inserted, the inserter impinged the great trochanter of the femur. Anterior of the great trochanter of the femur was fractured, and was fixed. The surgeon confirmed that there is no defect in the instrument.